Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 65628 were returned and analyzed. The data files showed 17 applications were performed with the returned balloon catheter without any issue on the date of the event. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Inflations were sustained for more than 2 minutes. The balloon catheter passed the returned product inspection as per specifications. A clinical issue (cardiac arrest) was encountered during the case. There is no indication of relation of adverse event to the performance of the balloon catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, the patient experienced cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed. The case was completed with cryo. The patient was recovered at discharge and hospitalization was not extended. No further patient complications have been reported as a result of this event. .